Event description:
A customer contacted beckman coulter inc., (bci) regarding troponin (accu tni) results in the risk stratification range and above the ami cut-off generated by the access® 2 immunoassay system for several samples from one patient the results were reported out of the lab and were questioned by the physician because they did not match the clinicalno reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was filtered and aspirated from an insert tube for analysis.there have not been any issues with the instrument or qc.the customer tested the samples in question for interfering substances and no evidence of interference was determined.customer product line support (cpls) received two samples from the customer to be tested and was able to reproduce results similar to the customer. Further testing did not indicate any interference in the patient's samples. Root cause remains undetermined.